Event description:
It was reported that tip detachment occurred. The target lesion was located in the vessel below the knee. A 2.0mm x 80mm x 150cm coyote was advanced for dilation. During the procedure, it was noted that the catheter tip was split and the wire could not pass through. The procedure was completed with another of the same device. There were no patient complications as a result of this event.